Event description:
An initial event notification was received by sequel med tech, llc, on 02-mar-2026 and forwarded to millyard advanced medical products, llc, on 03-mar-2026. The user's caregiver reported that the twiist cassette and cleo 90 infusion set tubing and site were changed the evening of (B)(6) 2026. The following morning, the user developed large ketones and vomiting. Glucose values were not provided. The user's caregiver reported that there were small air bubbles observed within the bladder of the twiist cassette but denied the presence of air along the infusion set tubing, and no pump alarms were reported. Despite an attempted bolus via the pump and increased fluids, the user was admitted to the hospital for overnight treatment of diabetic ketoacidosis (dka) with intravenous (IV) fluids and exogenous insulin. The user resumed therapy on their twiist pump prior to discharge.

Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on the twiist automated insulin delivery (aid) system. The current version of the twiist aid system user guide provides information about potential causes of hyperglycemia. This user guide also instructs users to always have a backup insulin therapy plan ready. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.